Event description:
It was reported the pt is experiencing pain at the ipg site and can feel the wires in her back. The pain is present with and without the stimulation turned on. The pt reports she slammed a truck door into her ipg. Follow up information identified the pt states she feels as if the ipg is moving int he pocket and this is when she experiences the most pain. The pt was advised to apply ice to the site and wait for a month to see if pain subsided. In addition, the pt suffered a fall and landed on the ipg site and reported the pt was continuous. The pt underwent surgical intervention on (B)(6) 2014 to reposition the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.